Manufacturer narrative:
Sensor removed on(B)(6)2020 and incision was made for removal of pus. Antibiotics was prescribed to treat the infected area and the the issue has been resolved completely. No further investigation was found necessary for this complaint. H6 result code updated to 3221. H6 conclusion code updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 15th 2020, senseonics was made aware of an adverse event where the user had redness /discomfort at the insertion site and the sensor was removed.